Manufacturer narrative:
2 of 2 devices were returned for evaluation.evaluation of 2 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. This report summarizes two malfunction events where midwest stylus atc handpieces would not hold dental burs. There were no injuries in any of the events.